Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead.

Event description:
Patient wanted to know about the bleeding she was having in bandage area that was a quarter size. Patient stated that she must have messed up wires with her undressing. Patient stated she continued to forget she had ens around waist.